Event description:
It was reported that the patient presented to the emergency department. It was noted that the implantable cardioverter defibrillator (ICD) was myopotential over-sensing which leading to pacing inhibition. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.